Event description:
It was reported that the pt experienced erectile dysfunction. The testosterone levels were brought up to normal, but pt still suffers from the condition. The hcp is now researching a possible nerve issue and believes that the pump system may be causing it. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.